Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that this ra lead was surgically abandoned due to conductor fracture and noisy signals.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.